Manufacturer narrative:
No product has been returned. Extended investigation has been performed and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a reading from his adc freestyle libre sensor that was subsequently believed to erroneously high. Customer further reported that on an unspecified date he received a ¿hi¿ (a reading greater than 500 mg/dl) so he self-administered a ¿bolus of insulin¿ in response and then lost consciousness. Paramedics were called and upon arrival treated him with an intravenous infusion of 5% dextrose. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred in unknown. The date of manufacture is unknown. . All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading from his adc freestyle libre sensor that was subsequently believed to erroneously high. Customer further reported that on an unspecified date he received a ¿hi¿ (a reading greater than 500 mg/dl) so he self-administered a ¿bolus of insulin¿ in response and then lost consciousness. Paramedics were called and upon arrival treated him with an intravenous infusion of 5% dextrose. No additional treatment was required. There was no report of death or permanent injury associated with this event.